Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the lead integrity alert triggered due to variable and high lead impedance. The spiking impedance was noted by the physician during isometrics and pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.